Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study who was implanted with a spinal cord stimulator. It was reported that the lead migrated/dislodged . Imaging (x-ray, MRI, CT scan, etc) specify results: inferior movement of right lead by 2 electrode spaces, date of test: (B)(6) 2020. For intervention, initial programming component: device (neurostimulator) action date: 20-aug-2020. It was stated that it was not related to the device or therapy but was related to the implant procedure, surgery/anesthesia. Subject was newly activated on this date after implant. No signs or symptoms secondary to scs not activated until today. It was stated that the issue was unresolved with no action planned. No symptoms reported. No further complications were reported/anticipated at this time.